Event description:
It was reported to manufacturer that when the physician had interrogated the vns pt's device and was reviewing the magnet activation history on the hand held display, that the magnet activations had a lot of times on one row, and that this did not appear to be correct. Furthermore, the physician noted that the generator total operating time was less that the total on time, which did not appear to be correct. Further review of the generator programming history that was downloaded from the physician's hand held and returned to manufacturer, revealed that the generator total operating time had rolled over. Further manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however, the trigger for the event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.

Manufacturer narrative:
Analysis of programming history performed.